Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients previous revision procedure (MFR report no.: 3006630150-2017-03190) was not successful due to significant amounts of scar tissue. It was noted that the patients lead had migrated and was removed during the said procedure. The other working lead was left in the patient which failed to provide adequate relief. The patient underwent a revision procedure wherein the lead was removed and two new leads were added. The patient was doing well postoperatively.